Event description:
It was reported that a home patient had a drain volume of 569ml during drain 4 of 4 of peritoneal dialysis therapy on the home choice. The patient had a fill volume of 3000ml. The baxter technical service representative had the patient reposition several times; the patient¿s drain volume began to increase rapidly up to 5813ml. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the issue could not be determined. Should relevant additional information become available, a supplemental report will be submitted.